Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s father stated that on (B)(6) 2018 the sensor fell off and he noticed a rash had started to form and was extended outside the adhesive of the sensor. The affected area was on the left side of the patient¿s stomach, midway between hip and belly button, and about the size of a softball. Additionally, there was an infection the size of a golf ball. The patient¿s father treated the reaction with a prescribed ointment. Exact date of medical intervention was not provided. At the time of contact, it was indicated that the patient was in good condition. No additional event or patient information is available.